Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4): the following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) rash8n (narrow right angle large hex driver tip 30mm) for evaluation. Visual evaluation was performed, the driver was fractured. The driver was fractured in half. Both pieces were returned. Device history record (DHR) review by lot number could not be performed, as the item/lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the rash8n dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental : functional : fracture. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did occur. The driver was fractured in half. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). B3: date of event unknown / not provided. D4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported a driver tip fracture. No impact on the patient was reported. The process was completed with another instrument.